Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump motor. The arctic sun 5000 was evaluated upon receipt. During repair it was discovered that the mixing pump motor armature would stick intermittently with power applied. (Arctic sun 5000) no error code observed. Serviced the mixing pump, which included the replacement of the pump motor. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that got a calibration error 80 (water check time out - unable to reach calibration temperature) actual value was 27, not cooling. Per sample evaluation results received via task on 24jul2025, it was reported that the during repair it was discovered that the mixing pump motor armature would stick intermittently with power applied.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that got a calibration error 80 (water check time out: unable to reach calibration temperature) actual value was 27, not cooling. Per sample evaluation results received via task on 24jul2025, it was reported that the during repair it was discovered that the mixing pump motor armature would stick intermittently with power applied.